Event description:
The customer stated that there is a melted hole in the top chassis. No patient involvement.

Manufacturer narrative:
Other - return of the device to the customer is anticipated. Manufacturer's evaluation summary: the micropaq monitor is intended for use by clinicians for single or multi-parameter vital signs monitoring of ambulatory or nonambulatory patients in health care facilities. The monitor operates as a bedside monitor or can operate with an acuity central station through connection to wireless communications network. The top case of the micropaq was melted. Welch allyn confirmed the plastic damage. The actual device was evaluated, tested and the investigation determined that an inductor residing on the main pcba overheated from shorted turns of its windings. The overheated inductor melted the front chassis plastic. The main pcba and the top plastics were replaced to restore device operation. The device is anticipated to be repaired and returned to the customer. We are submitting this MDR in regard to this failure mode. We have previously filed four mdrs for the same failure at the same customer site: 3023750-2007-00328; 3023750-2007-00332; 3023750-2007-00002; 3023750-2007-00016. Due to the severity of the failure mode a site visit was considered mandatory in order to determine why this was occurring only at this specific customer. During the visit welch allyn representatives and hospital personnel determined that the failures were being induced by improper use of the device after implementation of a policy change within the hospital which occurred serendipitously right around the same time the customer reported the first failure. The hospital had instituted a policy change affecting ambulatory patients going into their magnetic resonance imaging (MRI) suites. The change allowed a patient to enter the MRI environment with either the device in use or removed and set aside in close proximity, still powered up and while the procedure was being performed. This practice was not allowed prior to the policy change. The high magnetic fields generated by the MRI saturated an inductor causing it to dissipate excessive amounts of heat generated from the increased current flow through the inductor. In some instances, this resulted in melting of the plastic enclosure in a location directly above the inductor within the device. Welch allyn's device labeling clearly states, specifically under warnings: warning do not use the monitor in a magnetic resonance imaging (MRI) suite or a hyperbaric chamber. Such use can cause fire or explosion resulting in patient injury and monitor damage. At this time we are not considering this a device malfunction as we provide a warning to the user not to use the device in these types of environments. The hospital staff agreed not to use this device in the vicinity of magnetic resonance imaging machines effectively immediately.